Event description:
The user received erratic serum creatinine results from the p module. A sample from a male pt had an initial result of 4.36 mg per dl which was reported. The floor requested repeat testing and the repeat result on the same specimen on the same analyzer was 1.85 mg per dl. The pt was not affected in any way by the initial result. The field service representative determined the sample probe was misadjusted at the cell. He adjusted the sample probe, checked the probe adjustments and checked the rinse levels. To verify the analyzer operation, he ran a precision check and qc.

Event description:
The user received erratic serum creatinine results from the p module. On (B) (6) 2009, a sample from a female pt had an initial result of 1.89 mg per dl which was not reported. The same specimen was repeated on a different analyzer with a result of 0.49 mg per dl. The field service representative determined the sample probe was misadjusted at the cell. He adjusted the sample probe, checked the probe adjustments and checked the rinse levels. To verify the analyzer operation, he ran a precision check and qc.